Manufacturer narrative:
The serial number and the model number of the atrial lead were requested but not provided. Therefore, the UDI and the PMA numbers are unknown. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several automatic mode switch episodes due to noise on the atrial lead were noted. In addition, the atrial threshold test was unable to be performed when the pacemaker was set at aai mode. No interventions were performed and the patient was stable and will continue to be monitored. (B)(4).